Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that wireless foot switch will not turn on. Fse found the cause of the problem was internal to the footswitch. It was identified that battery and wi-fi indicator was off. To resolve the issue fse replaced wfs specter replace set mono. After replacement of wfs specter replace set mono, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. This complaint is not related to the connection issue, but it was related to the internal problem of wireless footswitch. Based on the investigation results, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the wireless foot switch was not turning on, although the battery was good and could not be paired. No harm was reported to philips. A philips field service engineer (fse) inspected the system onsite and replaced the footswitch and the base station, which resolved the issue. The device was returned to use in good working order.

Manufacturer narrative:
The event should not have been reported to FDA. The event occurred after implementation of the correction 3003768277- 2021/10/29-004-c, and thus the malfunction with the wireless footswitch would not cause or contribute to a serious injury. Specifically, philips installed new firmware, confirmed that a back-up wired footswitch was installed with the system, inspected the wireless foot switch, and provided an updated instructions for use of the system detailing the appropriate instructions on charging and handling the wireless footswitch. Accordingly, the user reported that even though the wireless footswitch may not have been operating it was able to successfully complete the procedure using the now mandatory back-up wired footswitch.